Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. On the fourteenth sample attempt the cannula self-activated while priming the stylet. An x-ray showed that the cannula tangs were not fully engaging with the device housing, and upon disassembly it was noted that the right bumper was bent. Based upon the functional evaluation this complaint is confirmed for the identified cannula self-activation and the reported failure to prime. The bent right bumper likely contributed to the poor tang engagement as well as the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: (B)(6) 2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device allegedly was unable to prime. There was no patient contact.